Event description:
It was reported by the patient that she underwent a sling procedure for incontinence on (B)(6) 2007. Approximately one week post op, the patient's incontinence returned. The patient could not urinate after her surgery and had to wear a catheter home. The patient was supposed to keep the catheter in place until her next office visit. However, she was so uncomfortable that she had to go back early to have it removed. It caused her blood pressure to rise. The mesh was removed on (B)(6) 2008.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01385. The same patient is represented in each medwatch. This medwatch report is in response to receipt of maude event report (B)(4).